Event description:
It was reported that occlusion alarms occurred. A system check was performed by tandem technical support and the occlusion was found to be within the cartridge. The customer reverted to an alternate method of insulin therapy. There was no adverse impact to customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.